Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from an unspecified number of patient samples tested on the cobas 6000 c501 module the reporter stated they had two previous decontamination issues that were not resolved. They also had two episodes of ion-selective electrode (ise) noises. The reporter was able to provide the following examples of discrepant results: sample (B)(6) on (B)(6) 2023, the initial result was 122 mmol/l. The repeat result was 140 mmol/l. Sample (B)(6) on (B)(6) 2023, the initial result was 150 mmol/l. The repeat result was 141 mmol/l. Sample (B)(6) on (B)(6) 2023, the initial result was 126 mmol/l. The repeat result was 139 mmol/l. Sample (B)(6) on (B)(6) 2023, the initial result was 129 mmol/l. The repeat result was 138 mmol/l. Sample (B)(6) on (B)(6) 2023, the initial result was 124 mmol/l. The repeat result was 140 mmol/l. Sample (B)(6) on (B)(6) 2023, the initial result was 126 mmol/l. The repeat result was 140 mmol/l.

Manufacturer narrative:
The na electrode lot numbers used are j1800 (expiration date not provided) and k7167 (expiration date: 05-may-2024). The field service engineer inspected the module and noted that there was a missing seal on the sample probe. He then installed a new probe and seal. He ensured the alignments were within specifications. To resolve the customer's decontamination issues, he performed a full tubing change on all the vacuum water and detergent tubes. He performed calibrations and qcs with successful results. The investigation is ongoing.